Event description:
Metal tip broken off confirmed complaint: inlet tube tip broken off. Tube bent at handles. Rebuilt gun assembly. Repair order 97994. Ll100 cryosurgical 900001 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Manufacturer narrative:
Investigation review DHR inspect returned samples analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 12/15/2014 under wo # (B)(4) and shipped on 03/12/2015. Manufacturing record review: DHR 169965 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage to the inlet tube tip and the handle. Functional evaluation: complaint unit was functionally evaluated and found to not function properly. Root cause: the root cause is being attributed to end user handling error. Corrective actions the unit was rebuilt, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training is required. Was the complaint confirmed? Yes.

Event description:
Metal tip broken off confirmed complaint: inlet tube tip broken off. Tube bent at handles. Rebuilt gun assembly. Repair order (B)(4). 1216677-2022-00100-1 ll100 cryosurgical 900001 e-complaint- (B)(4).